Event description:
It was reported that device egms showed undersensing of vt. Atp was unsuccessful. Physician reprogrammed and the vt stopped. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.